Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with front cover scratched, water tank scratched, pole clamp with damage handle, liquid crystal display was cracked with liquid bleed, quick connect was corroded, and the water tank cap was missing. The tamper seals and labels were missing. There was no evidence of the error recorded in the event history log. The customers reported problem was duplicated. However, the investigation was unable to determine the cause, indicating that the most probable cause would be due to impact damage. For corrective action the printed circuit board was replaced. The root cause was traced to user interface. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that display is not coming on correctly. It shows a temporary display. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.